Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the pump to not prime or without a downstream occlusion alarm occurring and alarm would not resolve. No patient injury. No additional information.

Manufacturer narrative:
We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. A device history record (DHR) review was conducted for all possible lots which indicated all inspections were completed and no issues were noted during manufacture.